Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the staff went to position the table with patient on it, the table alarmed and said it has reached the limit of the tilt, but it hadn¿t. Several buttons were pressed to see if they could get a response from the table, but nothing happened. The table moved without anyone touching the controls. Where the patient was place in a position, that could have resulting in the patient falling from the table. When the table moved into steep side tilt the patient was supported physically by the team to keep them secure. The patient¿s physiological status was confirmed before the procedure continued. The surgical procedure was extended due to re-draping. The patient was undergoing a laparoscopic cholecystectomy. The clips had been applied prior to removal of the gall bladder. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Please note correction to d3, manufacturer entity. It was reported ""we have had an issue with one of the berchtold tables, during a procedure with a patient on it. The staff in the theatre when to position the table with patient on it, the table alarm and said it has reached the limit of the tilt, but it hadn't. Several buttons were pressed to see if they could get a response from the table, but nothing happened. The procedure to start the case, during which the table moved without anyone touching the controls. Where the patient was place in a position, that could have resulting in the patient falling from the table. We have reported this issue to stryker and are waiting for the engineer to come out. In the meantime, we would like advise from yourself and the company, if we need to remove all the berchtold tables from use, until they have all been checked, or are they safe to be used. The one that had the issue has been removed from being used, until it¿s checked." A review of the device history was completed. According to the manufacturing DHR, the table was manufactured on 31 aug 2018 and met quality specifications prior to shipment. A stryker field service technician was sent out on 28 mar 2025 to investigate the issue, the technician could not replicate the issue while on site. The table was said to be sent back to the workshop for additional testing and the determine the root cause. Three communication attempts were made to stryker raqa great britain to determine any additional repairs that were completed but no response was received. The root cause of the issue could not be determined since the initial investigation could not replicate the issue. This issue was discovered during surgery, and there was patient impact/involvement, but no adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored.

Event description:
It was reported that the staff went to position the table with patient on it, the table alarmed and said it has reached the limit of the tilt, but it hadn't. Several buttons were pressed to see if they could get a response from the table, but nothing happened. The table moved without anyone touching the controls. Where the patient was place in a position, that could have resulting in the patient falling from the table. When the table moved into steep side tilt the patient was supported physically by the team to keep them secure. The patient¿s physiological status was confirmed before the procedure continued. The surgical procedure was extended due to re-draping. The patient was undergoing a laparoscopic cholecystectomy. The clips had been applied prior to removal of the gall bladder. There were no reported injuries or adverse consequences.